Event description:
The pt was having a tunneled dialysis catheter placed for acute renal failure. During insertion, the guide wire inadvertently pierced the superior vena cava, pulmonary artery and left atrium. Pt had emergency heart surgery to remove the catheter and repair the perforations. The pt was taken to ICU. Following the event, the catheter was examined. The guide wire was found to be bent at the end in a "u" shape, with an apparent fracture of the wire about one inch from the tip of the wire. Pt required surgery to remove the wire.

Manufacturer narrative:
Lot # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. Phone # not provided by reporter. (B)(4).

Event description:
The patient was having a tunneled dialysis catheter placed for acute renal failure. During insertion, the guide wire inadvertently pierced the superior vena cava, pulmonary artery and left atrium. Patient had emergency heart surgery to remove the catheter and repair the perforations. The patient was taken to ICU. Following the event, the catheter was examined. The guide wire was found to be bent at the end in a "u" shape, with an apparent fracture of the wire about one inch from the tip of the wire. Patient required surgery to remove the wire.

Manufacturer narrative:
Lot # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(6). (B)(4). Investigation: a review of complaint history, quality control, and specifications was conducted during the investigation. The device was not returned to assist in the investigation. There is no evidence to suggest the product was not manufactured to current specifications. At this time we are unable to determine with certainty how this incident may have occurred. Based on a quality engineering risk assessment, no further risk reduction activities are necessary at this time. The appropriate internal personnel have been notified.

Event description:
The patient was having a tunneled dialysis catheter placed for acute renal failure. During insertion, the guide wire inadvertently pierced the superior vena cava, pulmonary artery and left atrium. Patient had emergency heart surgery to remove the catheter and repair the perforations. The patient was taken to ICU. Following the event, the catheter was examined. The guide wire was found to be bent at the end in a "u" shape, with an apparent fracture of the wire about one inch from the tip of the wire. Patient required surgery to remove the wire.

Manufacturer narrative:
(B)(4). The event is currently under investigation.